Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to use a taxus express2 2.5x8mm drug eluting to treat a lesion in the circumflex artery, but was unable to cross the lesion. When the physician pulled the stent delivery system back into the guide catheter, he noticed that the stent was bent. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.